Event description:
It was reported to boston scientific corporation in 2006, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the month prior (patient age, gender and weight are unknown). According to the complainant, during the procedure, the jacket of the guidewire split in half. Procedure completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.